Event description:
Caller reported that a malfunction occurred on the pump, displaying malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level. Customer continued using the current pump despite cts advising otherwise but had an alternate therapy option available. Cts replaced the pump and handled the completion of necessary forms for field correction. Customer was instructed on storage mode and returning the problematic pump via ups with a provided return box and pre-paid label.